Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced a large, red and warm nodule in the abdomen. The patient applied betacorten g twice a day. The patient was prescribed ciprofloxacin 500mg twice a day for 7-10 days. No further information available.